Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett¿s esophagus. This pt was prospectively enrolled with a 3 cm non dysplastic barrett¿s esophagus. After a primary circumferential ablation the pt experienced dysphagia/odynophagia due to a benign stenos and was dilated. Pt¿s condition improved, no problems. Per the physician, the severity of this event was not indicated, and relationship of the event to the device procedure is not indicated, and a device malfunction was not indicated.